Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis, with a blood glucose of 718 mg/dl. The customer had only been on insulin pump therapy for six days prior to the event. The caller stated that troubleshooting was not necessary. The customer stated that the customer just needs more training. Advised the caller that the local insulin pump trainer would be notified. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.